Manufacturer narrative:
The main component of the system. Other relevant device(s) are: product ID: 9733467, serial/lot #: unknown, device evaluation: a software analysis was completed. It was found that the reported issue was related to a known software anomaly. This anomaly is tracked through a software anomaly tracking database and references to this case have been added to that record. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that the system was functioning normally. The system passed the system checkout and was found to be fully functional. No parts have been returned to the manufacturer for analysis. Device manufacturing date is unavailable. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used for a functional endoscopic sinus surgery (fess) procedure. It was reported that the fusion system became unresponsive during the case. The system was rebooted, but then was stuck on the initial medtronic fusion software screen. The system was rebooted and afterwards the site was able to get back into the software. The surgeon registered the patient and was able to move into navigate to continue the procedure. There was a less than hour surgical delay and no impact on patient outcome.